Event description:
Co's customer, e-mailed hudson industries to inform co a physician claimed two (2) pts died as a result of laying on gel overlay. It was reported each pt developed severe skin rashes and died of sepsis. No further pt info was available. Co's customer, phoned FDA for medwatch which indicated hudson industries should submit this as an MDR report.